Event description:
User facility medwatch received that states that the sheath and guidewire were inserted into the patient and after removing the guidewire, difficulty was noted while attempting to advance the needle in the sheath. The devices were removed and it was observed that the needle had pierced the dilator. The needle and sheath were replaced but the same issue occurred again. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.